Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year-old (B)(6) female patient had impella 2.5 pump inserted in the right femoral for myocarditis. It was reported that the patient developed hemolysis during pump support. As a result, the patient was administered drug treatment, specifics were not provided. Explanting the impella device also helped resolve hemolysis markers. Hemolyis was confirmed via pfhg measurements. No further information was provided.